Manufacturer narrative:
The qc and calibration data were acceptable. The sample was received for investigation, where it was measured on a cobas e801 with elecsys anti-hbc ii assay. The result was 0.318 coi and interpreted as reactive. The sample was then sent to an external laboratory, where it was tested for anti-hbc on an abbott alinity analyzer, and the result was reactive. Per the labeled specificity and sensitivity claim of the assay: "single false positive results can occur with the elecsys anti-hbc ii assay." The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The reagent performs within the specifications.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation about disctrepant results for 2 patients' samples tested with elecsys anti-hbc ii assay on a cobas e 801 analytical unit not matching the patients' clinical status. Patient 1 was vaccinated in (B)(6) 2024 against the hepatitis b virus (hbv), with antibody results around 1000 iu/l and a negative core. Patient 1 was tested on (B)(6) 2025: anti-hbc result: 0.340 coi (reactive). Patient 2 was tested on (B)(6) 2025: anti-hbc result: 0.302 coi (reactive). The customer was expecting the ahbc result to be negative.